Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter has a power issue (meter powers off during use). The pt tests her blood glucose more than 4 times per day and controls her diabetes with pills. The pt indicated that the reported issue first occurred on the same day, at 1 pm. The pt alleged that she "sometimes was unable to get a reading" after the reported issue began. The pt did not take any action with regards to diabetes treatment. The pt claimed that on an unspecified date and time after the reported issue began, she developed symptoms described as "dizzy, dry mouth, and nausea" at the time of the concern and was admitted into the hospital. She obtained a blood glucose reading of over 300 mg/dl on an ER/hosp meter. While she was at the hosp, she was given lantus, 70/30 mixed insulin and novolin r. In addition, the pt indicated that she had not been testing her blood glucose for a while, as she was unable to obtain test strips from her pharmacy. It is not clear as to when the pt was unable to obtain test strips from her pharmacy, before or after the alleged medical intervention. It would have been helpful to confirm when the reported issue first occurred, what time did the symptoms began, how long had the pt been unable to test her blood glucose prior to the reported symptoms, and whether the reported symptoms are related to hypoglycemia or hyperglycemia. During troubleshooting, the customer care advocate verified that the battery contacts are in good condition, the battery was replaced per the owner's manual, and there was no meter misuse. This complaint is being reported because the pt alleged that she was admitted to the hosp and was treated with insulin after the reported issue with the lfs prod began. Replacement prods were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.